Event description:
On (B)(6) 2012 greenfield filter was implanted in the inferior vena cava (ivc) at the level of lumbar 2 - lumbar 3. On (B)(6) 2017 CT of the abdomen and pelvis identified the filter. No significant extension of the limbs was seen outside of the vena cava except for one that may be extending towards the wall of the abdominal aorta. On (B)(6) 2019 CT of the abdomen performed with coronal reconstructions. No IV contrast was administered. The filter was tilted 12 degrees with the cone abutting the left medial caval wall. The hooks of the filter penetrated the caval wall, by approximately 4 mm. Medial hooks are close proximity to adjacent aorta. No further complications were reported.